Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient upgraded to a sonnet processor in (B)(6) 2018. When he was seen again in (B)(6) 2018 he reported lower sound levels with the device. There is no accident or trauma reported. The user is only able to hear now with higher stimulation levels.

Event description:
The recipient upgraded to a sonnet processor in (B)(6) 2018. When he was seen again in (B)(6) 2018 he reported lower sound levels with the device. There was no accident or trauma reported. The user was only able to hear then with higher stimulation levels. In situ measurements taken on (B)(6) 2018 were indicative of a device malfunction. Previous measurements taken (B)(6) 2018 showed impedance on all channels within normal limits. According to CT-scan results all electrodes appeared to be inside the cochlea and skin flap thickness was acceptable. After latest device assessment with a different coil (max coil) the patient did not report any decrease in volume with the device. In situ measurement show impedances in all channels within normal limits. External parts were checked. The recipient's hearing performance has not been affected. No further intervention is planned.

Manufacturer narrative:
Based on received information it could be assumed that a transient coupling issue, i.e. Too much distance between the dl-coil and the implant, might have caused the reported problems. With the use of another coil (max coil) in situ measurements were successfully conducted. Furthermore, the recipient reports hearing well with the device, which remains implanted.